Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. The pump was cut from the catheter and returned for visual inspection. Product evaluation confirmed biomaterial in the purge gap and purge line. Biomaterial was also found on the impeller. The cause of the high purge pressure was biomaterial.

Manufacturer narrative:
B1 revised to reflect additional information received within the literature article. B5 revised to reflect additional information received within the literature article. G2 report source revised to reflect literature h1 type of reportable event revised to reflect additional information received within the literature article. H6 revised to reflect additional information received within the literature article. Attached article citation: seshadri, s. R., salem, e., carlson, a., patel, k., & shaker, m. (2025). Acute fulminant myocarditis secondary to coxsackie b virus. Cureus. Https://doi.org/10.7759/cureus.79635 d6a and d6b revised from the initial manufacturer device report number 1220648-2024-06968 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-06968. G1 reporting contact email revised on manufacturer device report 1220648-2024-06968 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-06968.

Event description:
A year later the team published acute fulminant myocarditis secondary to coxsackie b virus upon the event. The allegation is made that "due to high purge pressures associated with hemolysis and clotting, his impella pump was exchanged..."

Event description:
The user facility reported a 53-year-old male patient in non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. This prompted intervention and the discussion was made about different purge fluid. It was reported that the pump was explanted after 28 hours of support due to high purge pressures. Troubleshooting was attempted, with no improvement. The patient was reported as stable.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.